Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03967 and 2134265-2015-03968. It was further reported that in (B)(6) 2014, elevated cardiac enzymes were noted (peak troponin = 0.893 ng/ml; uln = 0.045 ng/ml).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the correct size of the study stent was a 3.00 x 38.00mm promus element¿ plus stent and not a 3.0 x 32 mm promus element¿ plus stent as previously reported. In addition for the event that took place in december 2014, three days post procedure, the event was considered resolved and the patient was discharged on aspirin and prasugrel.

Event description:
(B)(4). It was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2012, the patient presented due to unstable angina which was diagnosed as mi. Subsequently, coronary angiography and the index procedure were performed. The target lesion was an in-stent restenotic, long lesion located from proximal to mid right coronary artery (rca) with 100% stenosis and was 16 mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre dilatation and placement of a 3.00 x 32.00mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. In addition, stent thrombosis of the previously placed two 2.50mm ion stents located in distal rca implanted in (B)(6) 2012 was treated using 2.5 x 20.00 mm apex balloon. Two days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented due to chest pain which was diagnosed as acute inferior st-elevation mi and was hospitalized. Subsequently, coronary angiography was performed and revealed stent thrombosis of the previously placed 3.00 x 32.00mm promus element¿ in mid rca. The physician then treated the event with balloon angioplasty using a 3.00 x 15.00mm emerge balloon catheter, with 0% residual stenosis.